Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The sample initially resulted in a creatinine value of 109 umol/l. The sample was repeated on a second c 702 analyzer, resulting in a value of 144 umol/l. The sample was repeated again on the complained analyzer, resulting in a value of 142 umol/l. The higher value was considered correct. The customer noted that during the time of sample measurement, an alarm occurred indicating an interruption in the water supply. The creatinine reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer, which included replacing rinse station tubing, adjusting the mixer, and replacing vacuum pump diaphragms. The analyzer alarm occurred again and it was found that a probe was in the down position of a cuvette. The probe alignments were checked and the cuvette position was adjusted. Controls were run. The investigation determined the service actions resolved the issue.